Event description:
Patient underwent a surgical peripheral vascular bypass in 2005. During surgery, when clamping the graft, bleeding was observed at the graft clamping area. Graft was not implanted and replaced by another graft. There was no reported pt injury. Physician attributed the bleeding to an excessive force applied when clamping the graft.